Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during semi-thyroidectomy procedure, the site was using the trivantage tube for the first time. The site had previously only been using the non-medtronic tube. However, when intubating the patient with the trivantage tube, the site could not get an electrode check to pass on both vocalist 1 and vocalist 2 channels. The passing checkmark kept slipping in and out during the electrode check. The site eventually switched to the non-medtronic tube, and the electrode check passed immediately. The surgical time was extended for less than 1 hour. There was no patient injury.

Manufacturer narrative:
H6: initially submitted codes fdm b17 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device analysis found that the device, insert, and an open pouch were returned in an original packaging carton. When returned, there was no significant damage to the packaging carton, and the pouch was open from 3 of 4 sides. There were traces of contamination observed inside the pouch, on the cuff, on the trace pads, and there was an orange tape wrapped around the tube near the clamp shell. There were also traces of liquid present inside the tube and voids in all 4 trace pads. During the analysis of the returned device, it was observed that the silver traces for blue/white and red/white electrodes were wrinkled. Electrically, the resistance from end to end shall be less than 200 ohms and there was no reading recorded in red, red/white, and blue/white electrodes, while blue electrode reading was over 700 ohms which all electrodes were out of specification. Functionally, the device was connected to a nim sys tem, and the trace pads were submerged in a saline solution for electrode check and functional test. The device failed electrode check and could not record reading for stim1 return electrode. During the functional test, both channels vocalis1 and vocalis2 resulted in ¿lead off detected¿ error. Since the device failed continuity check, electrode check, and functional test, the bent test was not performed. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b18 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.